Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 40mg/dl at the time of the incident. The customer reported that they did a bolus and then calibrated and the rest of the day it keeps saying sugar is below 40 and keeps trying to suspend the pump. Sensor glucose and blood glucose difference is not within acceptable range. Current blood glucose value was 130mg/dl. Insulin delivery was suspended due to sensor glucose values of 40. Suspend on low limit in sensor settings was 70. The sensor will be returned for analysis.